Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had battery failed alarm and did not receive a low battery alert prior to the replace battery. The customer had power loss alarm. Customer's blood glucose value was unknown at the time of the incident. The customer reported that cap was super glued into pump. The customer was assisted with troubleshooting. Customer will not return device for analysis.